Event description:
It was reported by the representative that the (1) ez45b was used during a thoracoscopy procedure. It was reported that the device was used to resect tissue. On approximately the third or fourth firing, the endo cutter was closed / clamped on tissue but would not fire. The case was completed with another device. There was no pt consequence. The or time was extended by five minutes.